Event description:
The reporter indicated that the hand held computer screen froze in an attempt to interrogate a dummy generator. The product has been returned to manufacturer and is pending product analysis.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to death or serious injury.